Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. The investigation determined the reported difficulty to advance, tip break, polymer separation and foreign body in the patient appear to be related to user device selection and case circumstances of the procedure. In this case, based on the reported information and photos provided by the account, it is likely that during advancement through the introducer sheath, the shaping ribbon bent offsetting the coils and causing the difficulty to advance and the appearance of a break. Additionally, per the product specification, this specific guide wire does not have any polymer coating on the distal end of the guide wire; therefore, no polymer separation likely occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
N/a.

Event description:
It was reported that the procedure was to treat the mildly calcified and mildly tortuous left circumflex and right coronary arteries. The balance middleweight universal ii guide wire could not pass through the introducer sheath. Since the procedure had already started it was attempted to backload the wire but this was unsuccessful. A non-abbott guide wire was used to complete the procedure. When the bmw universal ii guide wire was removed it was noted there was something on the tip of the wire. Photos provided show the tip of the guide wire appear to be broken and reportedly, there is a portion of polymer missing. It could not be confirmed that a portion didn't remain in the patient. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.